Manufacturer narrative:
D10: concomitants: 02-010-03-0250 - logic cr femoral cem, left, sz 5, (B)(6). 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, (B)(6). 200-05-29 - inset patella 29mm, (B)(6). Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015. Approximately 7 years and 7 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6)2023. Diagnosis: failed left knee due to polyethylene wear and severe femoral tibial osteolysis the previous liner was dislodged from the tibial component. Both femoral and tibial components appeared to by partially de bonded due to osteolysis within the surrounding bone. The patient tolerated the procedure well.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, femoral loosening, tibial loosening, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.